Manufacturer narrative:
Date of event: the event occurred on an unspecified date in (B)(6) 2022. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent an unspecified surgery in which vascu-guard patches were used. Within one month of surgery, the patient experienced a streptococcus infection at the surgical site. The cause of the event was not reported. It was not reported if the patient was hospitalized for the infection. Treatment was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Correction, g3: date received by MFR: the initial MDR g3 date was inadvertently submitted as 3/08/2023; however, the correct date is 3/07/2023. B5: upon follow up it was reported the patient underwent a carotid endarterectomy procedure ( previously reported as unspecified surgery). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.